Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that she was having an issue with the device. The patient reported that the ins wasn¿t working right because when she turned the ins on, she got a ¿jolt.¿ the patient also reported that she was unable to sleep with the device on at first and then all of a sudden, the patient was sleeping with the ins on. The patient reported that the ins wasn¿t helping, so she turned stimulation up and then turned stimulation down and that¿s when she felt a ¿jolt.¿ the patient reported that she hadn¿t used the ins in a month now due to the jolt she experienced. The patient reported that she didn¿t try to switch to a different program. The patient didn¿t have her patient programmer with her at the time of the call and would call back for further troubleshooting. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the circumstances that led to the jolt, implant not helping, and the inability to sleep with the implant is that eh patient was changing the level and that was when the jolt went into their body. The steps taken to resolve the jolt, implant not helping and inability to sleep was that the rep still needs to make an appointment with a manufacturer's representative (rep). The issue has not been resolved at this time. No further complications were reported or anticipated.